Event description:
A customer reported that during cataract surgery, the unit stopped, made a beeping noise, and "no pressure" was experienced. A back up unit was used to complete the case; however, this system also had the same issue. The case was completed w/o harm to the pt. This is the first of two reports for this pt/facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).